Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during the initial drain. The hp stated that he was connected prior to the start of therapy, and stated they use a patient line extension and that the line was fully primed prior to connecting. The technical service representative (tsr) assisted the hp with troubleshooting and had the hp disconnect using aseptic technique and remove the cassette. The tsr advised the hp to inform their nurse of the alarm and to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the customer it was confirmed that he is ok and has continued on with his pd therapy. He advised that it was unknown how the se 2240 was caused. No damage/leaks or disconnections had occurred.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, no root cause could be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.